Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the patient¿s blood glucose levels elevated to 270 mg/dl with no reported symptoms; which does not meet animas¿ criteria for an adverse event. The reporter alleged that the pump was not delivering insulin properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following results:a review of the delivery history showed that the last basal delivery was on 02/05/2014 at 4:53 pm. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was exercised for 24 hours on a 1 unit per hour basal rate; the pump reflected 24 units at the end of the exercise. The pump was found to perform within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.